Manufacturer narrative:
No RMA has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1125104 rev e (may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's wife called and stated that the brakes failed on the wheelchair back in (B)(6) 2012. Their dealer repaired the brakes, but 2 weeks later when the consumer was transferring from the wheelchair, a bolt came out of the locking brakes causing the consumer to fall. The consumer was taken to the hospital by the paramedics and admitted into rehab. The consumer has since been released. The type of injury sustained by the consumer is unknown at this time. No RMA has been issued at this time for the return of the product.

Event description:
Customer alleges bolts came out of the locking brakes again. Undetermined injury alleged.